Event description:
It was reported there was a poor sensing signal when the physician placed the lead in the rv apex and decided to move the lead to the septum. However, when he tried to extend the helix, it wouldn't come out. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found the full lead was returned and analyzed. There was blood/fluid in the distal conductor (not obstructed, in the helix/lobe mechanism (sleeve head) and helix/lobe mechanism. The helix/lobe was distorted/bent and the there was a tip seal observation. The helix is stretched out of specifications, but extends/retracts within specification. The lead was returned with the helix fully retracted with blood and tissue on it.